Manufacturer narrative:
According to the customer on (B)(6) 2023 they placed a bandage over an open sore that occurred from a bug bite and was reopened after "shaving the skin off". Per the customer after having the bandage on "for about an hour" they removed the bandage due to a burning sensation and when removing the bandage the adhesive removed what appears to be a superficial layer of skin. Per the customer they went to see their primary care physician and were prescribed "sulfamethoxazole-ole tmp" to treat a skin infection which the customer cannot remember if it was given for the bug bite or the burn. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2023 they placed a bandage over an open sore that occurred from a bug bite and was reopened after "shaving the skin off".